Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not reverse pulse during use. No personal injury occurred.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: 535099. Upon completion of the investigation into this event a follow up report will be submitted.